Event description:
After 5+ months of implantation, this ICD was explanted because the device would not respond to interrogation during a pt follow-up. In addition, it was reported that there was no output with magnet application. Note: the pt had reportedly undergone an MRI four days earlier.